Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off with the hyperglycemia event could not be determined. There was moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
The patient reported that two v-go's fell off the patient's abdomen after 15 hours and sweating may have been a contributing factor.